Event description:
Reporter stated that patient was found unconscious. Reporter performed a blood glucose test (using the suspect device) on the patient, with a result of 72 mg/dl. Reporter phoned emergency medical services and unsuccessfully attempted to treat patient by feeding patient honey. Upon paramedics arrival, patient's blood glucose measured 22 mg/dl, (on emt's blood glucose monitor), and 276 mg/dl (on suspect device). Patient was treated with d50, intravenously. Patient was not transported to the hospital for additional treatment. Prior to paramedics' departure, patient's blood glucose measured 366 mg/dl (using emt's monitor). According to the device memory, patient had not tested their blood glucose on the day of the event. Controls had not been run on the system. A request was made for the return of the suspect product and replacement product was shipped.